Manufacturer narrative:
The service repair technician (srt) installed the new power manager board system supplied by the internal customer. Base unit operated with manufacturer specifications.

Manufacturer narrative:
(B)(4). The field service representative (fsr) was performing preventive maintenance (pm) when he discovered the issue. Software 1.70 and two (2) new batteries were installed to base per pm specifications. Per fsr, batteries would only discharge while unit plugged into ac power. Central control module (ccm) screen stated base was in charge battery mode. Service recommends replacing base power manager board. This base is a terumo v&v laboratory unit that gets used for testing purposes. Evaluation is in progress, but not yet concluded.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the 220v/240v apsi base will not charge batteries while plugged into ac power. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.